Manufacturer narrative:
(B)(4). Additional devices implanted and/or related to this event: tgu454515/(B)(4). Patient medications: aspirin, multivitamin, amlodipine, metoprolol, vitamin d3, proair hfa, tramadol, ibandronate, and nystatin. (B)(4).

Event description:
On (B)(6) 2018, this patient underwent endovascular repair of a thoracic aortic aneurysm using two conformable gore® tag® thoracic endoprostheses. It was reported that when retracting the dryseal flex sheath 24fr (lot/serial number is unknown), the right common femoral artery tore. The physician implanted an additional stent and used a surgical graft to repair the artery. The patient tolerated the procedure. Post procedure the patient presented with lower extremity paralysis. The physician did not intervene and the paralysis in ongoing.

Manufacturer narrative:
Adverse event code: (B)(4) the conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include neurologic damage, local or systemic (e.g., paralysis).